Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported no reactivity with a patient sample later identified to contain anti-e. Patient's antibody screen was positive, however no reactivity was observed with this lot. No erroneous results were reported.